Event description:
There was no device failure, malfunction or complaint reported. The pt was undergoing a coronary artery bypass graft procedure. Placement of the 23 ft endoarterial return cannula resulted in a localized dissaction and tear of the left femoral artery, which was repaired uneventfully. Femoral cannulation was achieved via the right groin. And the coronary artery bypass graft procedure was successfully complleted as intended.